Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that scanner was not working. The field service engineer (fse) inspected the device and found the scanner unplugged. The scanner was reseated and its stay tightened. The fse logged in, opened the hardware test application, printed a test label, and verified the printer was functioning properly. A hardware failure was noted when drawer 5 (full height) was found off-bus and unrecoverable. The device was powered down, and the rear cabinet was opened using client keys. Inspection revealed a shorted bus cable. The fse opened the drawer, replaced the bus cable, and restored functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.